Event description:
The investigator reported the pt experienced depression "only with stimulation". The pt attempted suicide. The stimulation was "terminated". The event was classified as "severe". The status was reported as "permanent". The casuality was reported as probably related to the stimulator. It was noted that the pt "completed a withdrawal form in 2006 (missed 36 mo), but came back for succeeding study visits (48 and 60 mo visits)".